Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c21: the medical device returned for further investigations. Preliminary results are not yet available. The device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on(B)(6) 2026, a 72 year-old male patient with tortuous anatomy, underwent a night-time urgent procedure for the implantation of a 7 mm x 10 cm gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) for the treatment of a symptomatic ruptured popliteal artery aneurysm (paa). Before the implantation of the viabahn stent, a recanalization of the interosseus and posterior tibial artery was performed in order to have a good run off (good flow in the anterior tibial artery). The viabahn stent was positioned on the distal aneurysmal district of the popliteal artery. When pulling the deployment line of the viabahn stent, the hospital noticed that after a while, the deployment line became stuck. When kept pulling the deployment line, it seemed to be unlocked, but as seen under fluoroscopy the viabahn stent did not start to release. The hospital thought that was unusual, based on their experience with the viabahn stent. In order to not compromise the patient and the procedure, the hospital preferred to remove the delivery system (with the viabahn stent, which was still not released in the artery) and decided to not use it. The procedure moved forward with the implantation of a different 7 mm x 15 cm viabahn stent distally and a 8 mm x 15 cm viabahn stent proximally in order to exclude the aneurysm. The procedure was concluded successfully and the patient was not impacted. The health care professional believed that the release mechanism was compromised because of the tortuous anatomy of the patient.